Event description:
A malfunction was reported on the customer's pump, which did not have any adverse impact on the customer's blood glucose level. The pump had experienced the same malfunction three times previously, prompting tandem to send a replacement pump to the customer. Customer was instructed to put the faulty pump into storage mode before returning it. The replacement pump was equipped with updated software, and the customer understood the steps needed to initiate use of it upon arrival. The customer planned to use multiple daily injections (mdi) to ensure continuous insulin delivery until the new pump was received.